Event description:
A materials manager reported that an intraocular lens (iol) was exchanged following the patient reporting that his vision was not clear and cloudy vision. The lens was exchanged for a different model lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 10/07/2011, 10/12/2011, and 10-25-2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).